Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.